Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had no delivery alarms during bolus deliveries. Customer stated they attempted a 6.8 unit bolus, but only received 4.7 units. Customer's blood glucose was 177 mmol/l. Troubleshooting found insulin was not able to exit with a plunger push and there was greater than normal resistance. Insulin was also not able to exit during a fixed prime and the insulin pump alarmed no delivery. Customer was advised their alarm was caused by an infusion set/reservoir connection. Customer's reservoir will be replaced. No additional information provided.